Manufacturer narrative:
Multiple attempts have been made on 21jul2025, 07aug2025, and 14aug2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured to the universal stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was not secured to the universal stand. The remote service engineer (rse) provided the customer with the part numbers of the replacement central processing unit (cpu) tray cover, base assembly, foot retention plate, and bottom foot kit for repair. This investigation is ongoing.